Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and thus could not be returned to the manufacturer for evaluation. Medical imaging was not provided. The alleged product isue could not be confirmed.

Event description:
It was reported that a web device did not take the proper shape after detachment. A stent was implanted to address the improper shape of the web. There was no reported patient injury.